Event description:
It was reported that the header connection signal on the programmer was intermittent. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Header connection signal on the programmer was intermittent. Needed to hold up on the header connection to maintain a signal. Printed circuit board found damaged. During software load, the power supply began emitting a burning odor.